Manufacturer narrative:
Additional information was received that identified that this event should be re-evaluated for MDR reporting. The reassessment determined that the issue does not meet the threshold for reporting and is a non-reportable event. This report was made based upon information which smith & nephew had not been able to investigate or verify prior to the required reporting date.

Event description:
It was reported that, during npwt, no suction was present with the adequate pressure due to the fail in the canister and no alarm was activated during the failure; the renasys go 300ml canister is defective. The problem was detected because the patient had serohematic content (exudate) in the entire lesion area, with the adequate pressure due to the fail in the canister. The patient was with an inadequate treatment for more than 48 hours, not managing the exudate in the right way, increasing the risk of infection in the area of injury, delaying the healing process.